Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the centrimag blood pump, lot number l05802-la1, and the reported patient outcome could not be determined through this evaluation. It was reported that the patient expired on (B)(6) 2019. Multiple attempts were made to obtain additional information from the customer regarding the patient¿s outcome and whether the centrimag blood pump would be returned; however, no additional information was provided and the blood pump has not been returned for evaluation to date. The complaint file will be closed accordingly. The centrimag blood pump IFU (rvas hde) and centrimag vas patient & device management guidelines list death as a potential complication that may be associated with the use of the centrimag system. Of note, the patient¿s duration of support on the centrimag blood pump was approximately two weeks at the time of his expiration. The us centrimag blood pump IFU states that the pump has not been qualified through in vitro, in vivo, or clinical studies for long-term use (longer than six hours) as a bridge-to-transplant or for pending recovery of the natural heart. Use of this pump for periods longer than durations appropriate to cardiopulmonary bypass procedures may result in pump failure, reduced pumping capacity, excessive blood trauma, degradation of blood contact materials with possibility of particles passing through the blood circuit to the patient, leaks, and increased potential for gaseous emboli. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d3: corrected information.

Manufacturer narrative:
No further information was provided a supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported through patient outcome that the patient expired on (B)(6) 2019. Additional information was requested, but was not provided.